Event description:
It was reported that getting ready for implant, opened box and femoral implant had broken through sterile packaging. Case delayed to refigure and retrial what implant needed to reconstruct total femur measuring 270mm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.